Event description:
The device worked as intended and a complication was presented during the final inflation. Patient was showing trace mr for inflations 22mm,23mm,24mm, and 25mm. During the final inflation of 26mm the balloon moved into the left atrium suddenly. Patient presented severe mr. Tee showed a2 flail. It is believed this was caused by ruptured chordae. Patient was stable and CT surgery was consulted. The faculty determined the patient will need a mitral valve replacement, scheduled within 24-48 hrs.

Manufacturer narrative:
The facility discarded the inoue balloon catheter used in this patient, therefore it is impossible to investigate it anymore. We investigated the manufacturing record of the lot used in this patient and we have confirmed that there was nothing wrong in it. Therefore, we judged that this event was not caused by manufacturing process. "Increase in valvular regurgitation" and "damage to the mitral valve or ruptured chordae tendineae" have already been mentioned in instructions for use and there is nothing wrong in the manufacturing record, so we have judged that it is not necessary to take any corrective action.

Event description:
The device worked as intended and a complication was presented during the final inflation. Patient was showing trace mr for inflations 22mm, 23mm, 24mm, and 25mm. During the final inflation of 26mm the balloon moved into the left atrium suddenly. Patient presented severe mr. Tee showed a2 flail. It is believed this was caused by ruptured chordae. Patient was stable and CT surgery was consulted. The faculty determined the patient needed a mitral valve replacement, which was performed within 24-48 hrs. The patient was discharged to a rehabilitation facility, ambulating independently in the hallway.